Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the likely cause for the falsely elevated troponin I results is heterophilic antibody binding. The negative results obtained on two different alternate methodologies (abbott I-stat and siemens centaur xp) is highly supportive of the presence of non specific binding heterophile antibodies specific to the patient sample. The IFU for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient's sample. The result was reported to the physician who questioned the result. The patient was further tested by an alternate methodology and results within the normal range were obtained. The patient was admitted to the facility but for renal failure; not due to the elevated troponin result. Patient treatment was not altered as a result of the elevated troponin I result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.